Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: on (B)(6) 2014, the pump's black box recorded five loss of prime warnings due to low, non-zero, force sensor readings. The pump was exercised for 24 hours at 1 unit/hour with no loss of prime warnings or other alarms. The pump's force sensor was found to be in calibration.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there were multiple loss of prime warnings with multiple cartridges. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.